Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The patient began remedial treatment with vancomycin (2 gm ip). The event of peritonitis was resolving. It was not reported if the event of break in aseptic technique resolved. Dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing as was remedial treatment with vancomycin. Concomitant medications were not reported. The reporter stated the event of peritonitis was not related to dianeal and extraneal therapies. An opinion of causality for the event of break in aseptic technique was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.